Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery power loss and back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life and no delivery alarms and no backlight. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.